Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted for normal battery depletion. Preliminary analysis identified premature battery depletion.